Event description:
An altitude alarm was declared by the pump, which impacted the customer's blood glucose level, causing it to exceed 500 mg/dl; specific values were not disclosed but were noted as "high." To address the high blood glucose level, the customer self-administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support advised the customer to clean the speaker holes on the pump and reconnect the cartridge, leading to the successful resumption of insulin delivery. After these actions, the pump returned to normal operation, and additional preventative tips for altitude alarms were provided to the customer.